Manufacturer narrative:
Product event summary: one controller, two batteries and one controller ac adapter were not returned for evaluation. There is no evidence of power sources lubrication procedure. Log file analysis was not conducted since log files were not available. As a result, the reported power switching, power consumption issue, inability to provide power, and loss of power events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and power sources. Events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. Events involving batteries not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, soldering or welding defects. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: (B)(6) h6: FDA method code(s): 4114. H6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67. D4: (B)(6). H6: FDA method code(s): 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. D4: (B)(6). H6: FDA method code(s): 4114. H6: FDA results code(s): 3221, h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing and visual inspection. A visual inspection of controller under 10x magnification revealed hairline cracks around power port one (1) and power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, visual inspection revealed contamination within power port one (1) and power port two (2) of the controller. The most likely root cause of the contamination within the power ports can be attributed to handling of the device. Functional testing of the controller revealed that the controller was unable to properly display battery capacities. The observed inability to properly display battery capacities is not related to the reported event and can likely be attributed to a faulty component. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and the ac adapter. No evidence of a power source lubrication procedure that was performed prior to the reported event date was found. Log file analysis also revealed that the batteries discharged as expected when in use. Additionally, log files analysis revealed three (3) controller power-ups with their associated motor starts and (B)(6) 2019 at 21:40:16, (B)(6) 2019 at 08:45:38 and (B)(6) 2019 at 10:07:15. No anomalies were observed during the recorded controller power ups. The controller was without power for 7 seconds, 8 seconds and 8 seconds; respectively. As a result, the reported ¿draining inappropriately¿ event involving the batteries could not be confirmed. However, the reported power switching, and loss of power were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. The most likely root cause of the reported power switching can be attributed to momentary disconnections. An internal investigation evaluated momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6), d10: yes, return date: 28-jun-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10 h6: FDA results code(s): 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / expiration date: 31-aug-2019, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-aug-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / expiration date: 31-oct-2017, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-oct-2016. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, ac adapter / serial #: (B)(4) / model #: 1430us. Device available for evaluation: no. Dev rtn to MFR? No. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited no power alarms and two pump stops. It was also reported that the batteries would immediately drain to two rectangles when plugged in and did not provide power to the controller. It was also reported that the controller ac adapter exhibited power switching. The controller, batteries and ac adapter were removed from service. No patient complications have been reported as a result of this event.